Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0002242816-2018-00033.

Event description:
It was reported by the patient that after about one and a half weeks of using the spinalpak, he experienced a rash with red itchy pimples. He state he was using the lt4500 electrodes with cover patches and that he changed them daily. He saw his physician who prescribed hydrocortisone. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was not returned to zimmer biomet because it was discarded by the patient. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: g7: type of report added; g4: date received by manufacturer added; h2: follow-up type; h3: device evaluated by manufacturer updated to no; h6: method code updated to 4114 - device not returned; h6: results code updated to 3221 - no findings available ; h6: conclusions code updated to 4315- cause not established; h10: additional narratives/data. Multiple MDR reports were filed for this event, please see associated reports: 0002242816-2018-00033-1.

Event description:
It was reported by the patient that after about one and a half weeks of using the spinalpak he experienced a rash with red itchy pimples. He stated he was using the lt4500 electrodes with cover patches and that he changed them daily. He saw his physician who prescribed hydrocortisone. No additional patient consequences were reported.